Event description:
It was reported that a patient underwent a sling procedure in 2009. The patient experienced recurrent urinary tract infections and pelvic pain. In the (B)(6) of 2009 the patient had a cystourethroscopy performed which showed a mesh erosion. In 2010 surgery was done to remove the mesh. The post operative diagnosis was erosion of urethral sling. The procedure included excision of vaginal mesh from prior 2009 surgery. Evaluation demonstrated a portion of the sling penetrating the bladder with stone encrusted on the mesh and also demonstrated the mesh with stone entrustment was on the patient's left side.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This medwatch report is in response to receipt of voluntary medwatch (B)(4).